Manufacturer narrative:
B3: date of event is estimated. Although this issue is attributed to the device's battery, this event will be reported on the oxygen concentrator unit. The unit was not returned for this issue. No other information is available at this time to determine any other probable cause and/or the exact cause of the event.

Event description:
It was reported that the patient was not getting enough oxygen form their device due to their battery not working after church. As a result, the patient went to the hospital. It was noted that the patient did have a backup oxygen unit at the time. The patient has since left the hospital and has no complications with their replacement battery.